Event description:
It was reported that patient was receiving intermittent stimulation. When the patient would change positions, the stimulation would turn itself off. The lead impedance was checked and found to be acceptable. The physician decided to explant the lead due to potential lead fracture and reimplant a new lead. The returned product was received on 12/07/2009. After decontamination product will be evaluated. A follow-up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.